Event description:
Reportedly, during a lap gastric bypass, the outer silicone covering of the latex anchoring balloon ruptured, tore away from the inner balloon, intra-operatively and pieces fell into patient's abdominal cavity. The inner latex balloon remained intact. Upon discovery the silicone remnants were removed from the patient. No patient injury.